Manufacturer narrative:
This supplemental report is presented to provide the results of legal manufacturer's final investigation. A review of the device's history log found no deviations that could have caused or contributed to the reported problem. It has been more than (3) three years since the device in question was manufactured. Based on the investigation results, the following are likely to have caused the malfunction regarding the communication abnormality between the endoscopes and the processors. It is presumed that water penetrated through the cracked part of the connector and a temporary miscommunication occurred. The event can be detected/prevented by following the instructions for use which state: do not hit or bend the electrical contacts of the video connector. The connection to the video system center may be affected and poor contact may occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated. Prior to device return, the olympus field service engineer (fse) visited the customer site and confirmed the reported e226 error and no image display. Additionally, the fse identified crack marks on the connector unit and the cable unit had a slight kink. Upon evaluation of the returned device, in addition to the connector cracks and kinked cable reported by the fse, the evaluation detected leaking from the video connector. However, the returned device evaluation was unable to confirm/reproduce the customer¿s alleged e226 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head was causing an e226 scope communication error on the screen and was not displaying an image. The customer attempted to clean the connector but the issue remained. The issue was found during device receipt inspection prior to a diagnostic laparoscopy procedure. There was no patient involvement during the event. The planned procedure was completed using a similar device. There was no patient injury or medical intervention associated with this event.